Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.

Manufacturer narrative:
Philips received a complaint on an intellivue multi measurement server x2 indicating that no alarm sounds were triggered. The following functional tests were performed: the philips field service engineer (fse) suggested to the customer that the qrs tone could have been switched off in configuration settings but found no fault in the configuration. No visual defect was detected. The fse recommended to the customer to send in the monitor for analysis and repair. Based on the information available and the testing conducted, the cause of the reported problem is unknown, as the device was not returned for repair. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. Due to the lack of available information, the exact cause for the reported issue remains unknown and a malfunction of the device cannot be ruled out. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that no sound was coming from the intellivue multi measurement server x2 when it was disconnected from the host monitor. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.